Event description:
Additional information was received which updated the outcome of the event to resolved with sequelae.

Manufacturer narrative:
Updated data: b5. D3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated approximately 6 months following the valve implant resolution changed from resolved with s equelae to resolved.

Event description:
Additional information received indicated that approximately 1 year following the transcatheter aortic valve and permanent pacemaker implants pacemaker the patient required 100% ventricular pacing. Pacemaker stimulated left bundle branch block (lbbb) was identified. Treatment was not required. The physician indicated the lbbb was possibly related to the transcatheter aortic valve. The lbbb was unresolved.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the implanted permanent pacemaker was a non-medtronic device. It was noted that the pacemaker stimulation was not a separate issue from the lbbb.

Manufacturer narrative:
Continuation of d10: product ID: {l-evolutfx-34}; product lot/serial number: {(B)(6)}; product type: {compression loading system}; product ID: {d-evolutfx-34}; product lot/serial number: { (B)(6)}; product type: {delivery catheter system}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of bioprosthetic transcatheter aortic valve a pre-implant balloon valvuloplasty was performed. Peri-interventional atrial fibrillation/flutter with a rate of 30 beats per minute (bpm) was observed. Third degree atrio-ventricular block and chronotropic incompetence was also reported. Following the valve implant, the patient was pacemaker dependent. Intravenous medication was required. A permanent pacemaker was implanted on the same date. The physician indicated the event was probably related to the valve and implant procedure. The event was reported as resolved with sequalae.